Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test and self test. Unit received with corroded electronic assemblies, cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked on back, front side. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.